Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient saw a power on reset (por) screen. It was reviewed therapy was stopped due to the por. The patient tried to turn stimulation on first, and then they tried to recharge and saw por. The por was not related to an overdischarge event. No falls were said to have contributed to the issue. The patient said they had an x-ray 8 months ago that was for his knee unrelated to the device/therapy. The x-ray could have caused electromagnetic interference. The patient programmer batteries were dead, so the device could not be checked to see if it was an informational or warning por. The patient was going to change the programmer batteries and call back to check if the por can be cleared. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.